Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the reservoir keep falling. The insulin pump was damage on the reservoir. Customer was advised to discontinue use of the pump and revert to backup plan per healthcare provider instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump had cracked case at display window corner, reservoir tube lip completely broken off and test reservoir did not lock/click into the reservoir tube properly, and minor scratched display window.